Manufacturer narrative:
This event occurred in (B)(6). Medwatch field (B)(6).

Event description:
The customer stated that they had an unusually high number of samples with high ion selective electrode (ise) sodium results and low ise chloride results. A similar drift could also be seen with quality controls. There were no instrument alarms. The customer questioned results from 12 patient samples tested for ise sodium and ise chloride. Of the twelve samples, four had erroneous ise sodium and ise chloride results that were reported outside of the laboratory. The first sample initially resulted as 90 mmol/l for ise chloride and this value was reported outside of the laboratory. The sample was repeated, resulting as 101 mmol/l for ise chloride. The second sample initially resulted as 148 mmol/l for ise sodium and this value was reported outside of the laboratory. The sample was repeated, resulting as 142 mmol/l for ise sodium. The third sample initially resulted as 147 mmol/l for ise sodium and 79 mmol/l for ise chloride. These initial values were reported outside of the laboratory. The sample was repeated, resulting as 132 mmol/l for ise sodium and 93 mmol/l for ise chloride. The fourth sample initially resulted as 148 mmol/l for ise sodium and this value was reported outside of the laboratory. The sample was repeated, resulting as 142 mmol/l for ise sodium. The patients were not adversely affected. The issue was solved after reagents were changed. It was also stated that the customer performed a calibration in order to try to resolve the issue. A specific root cause could not be determined based on the provided information. Possible root causes for this mode of failure are air in the sample channel, leakage current coming from the waste, or an old and/or expired reference electrode.